Event description:
It was reported to covidien on (B)(6) 2013 that customer had an issue with a dialysis catheter. The customer states that a pt had a catheter placed in (B)(6) 2012. She had a tear at the adapter in (B)(6) 2013. The catheter was repaired and the pt received prophylactic antibiotics.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.